Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 60 mg/dl earlier in the day and juice was consumed to address the bg level. The customer then received multiple occlusion alarms. Tandem technical support had the customer perform a system check and the occlusion was found to be within the cartridge. The customer's blood glucose level was 138 mg/dl and was considered the target level. The customer indicated that the cartridge was to be changed.